Event description:
Pt implanted with an n flex rod reportedly fell postoperatively in 2008. X-rays taken revealed the rod had broken. Pt was returned to the or on an unk date for removal of the hardware.

Manufacturer narrative:
Note: synthes was initially notified of this event on april 16, 2008, however, this foreign device was not clearly associated with a similar us product until august 15, 2008. This report is being submitted based on the august 15, 2008 date.